Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014, due to alleged infection. All components were removed and replaced with spacer molds. Only the femoral stem was manufactured by biomet inc.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction."